Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a review of the black box data showed a reboot following a replace battery alarm on 08/03/2015. Low battery voltage was observed. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was found inside the battery compartment and on the battery cap. The pump failed a leak test at the battery compartment. The returned battery cap was undamaged and was able to attach to the pump for investigation with no power loss. The pump was exercised for 24 hours with no alarms or intermittent power. The pump cover was opened and no further moisture ingress was observed. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.